Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: this is a complaint about leakage of medication. Event details: it was reported that after administering an antiemetic to a patient using 515547-zat (double infusion line), paclitaxel was connected to 515505-zat (spike set) and administration was started. A short time later, when checking on the patient, the outside of the drip chamber was slightly wet, and a small amount of paclitaxel was found to have leaked onto the floor. A new 515547-zat was connected from the side tube, and administration was resumed and completed without any problems. The customer estimated that the drip champer was damaged because leakage was found in the drip chamber, but since there was no problem when administering the antiemetic from the drip chamber, it is possible that it leaked from the double line n35j and dripped into the drip chamber.

Manufacturer narrative:
(B)(4) follow up. Two photos were provided to our quality team for investigation. Upon evaluation, a tear was observed at the joint of the y-site and tubing, leading to the leak reported. No issues were observed with the injector. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our investigation, no issues related to the injector were identified, the leak occurred as a result of the tear noted within the tubing.